Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by patient that they were not sure if the implant is working. Patient reported that since (B)(6) 2018 they had noticed a decline in urinating and issue with urine retention and chronic uti. Patient states they had reprogramming done (B)(6) 2018 and they had increased the stimulation to 7.0v but the stimulation was painful. Patient reported in may 2019 they rarely can pass few drops. Patient mentioned they lost 40lbs in the last year. Patient states they spoke with healthcare professional (hcp) office last week and they told patient they would contact the manufacturer representative (rep) to check the implant. Patient states they were concern because of the increase in retention and decrease in ability to urinate and lack of not feeling stim where they use to. Patient was advised to follow up with hcp. No further complications were reported or anticipated.